Manufacturer narrative:
(B)(4).

Event description:
The lead impedance measurements were greater than 4,000 ohms.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-33, lot# v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID 3093-33, lot# v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID 3093-33, lot# v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID 3093-33, lot# v381109, implanted: (B)(6) 2010, explanted: (B)(6) 2012-, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead and implantable neurostimulator (ins) were replaced on (B)(6) 2012.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead component were replaced. The patient outcome as noted on (B)(6) 2012 was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# v381109, explanted: (B)(6) 2012, product type lead.

Event description:
It was reported that high impedance (>4000 ohms) were seen on the pt's neurostimulator. Add'l info was requested.